Manufacturer narrative:
(B)(4). Q core ltd (MFR) is submitting the report on behalf of hospira. (B)(4).

Event description:
The event reported by a customer from USA: accuracy issues. Vtbi: 75 ml at 7.7 ml/hour; bag was empty but pump shows that it delivered 67.2 ml only. Fluid content in bag: phentenyl; not hospira product; no info regarding the concentration. From an unk floor. Hooked on a pt but no adverse events. Affirmed that he would be informed if there were undesirable events that occurred. This case there was none. Additional info received on january 9 2015: pump programmed for 10 ml continuous, 5 ml pt bolus with 10 min lockout. Vtbi set for 75. Single air value: 0.5 ml. Accumulated air value: greater than 0.1 ml with threshold turned off. Prime: manual. Additional info received on january 13 2015: the catheter used is 17 ga needle and 19 ga catheter.